Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Pump was being used for demonstration purposes; no impact to customer's blood glucose. Reportedly, another pump was used.